Manufacturer narrative:
Analysis found that the pre-repair temperature test could not be performed as motor was stalling. Hence, could not replicate the reported fault. Damaged motor cable assembly to be replaced along with associated parts. The unit to be tested to manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpice was not working, it was overheating during testing. There was no patient impact.